Manufacturer narrative:
An event regarding assembly issues involving a centrax head was reported. The event was not confirmed. Method & results: device evaluation and results: the centrax head was received along with the corresponding locking ring and packaging green clip. No visible damage was observed on any of the components. A functional test was performed with the returned device along with a 26mm std lfit v40 head, cat: 6260-9-126, lot: 62522102, and an accolade (127 deg) sample, catalog no.: w6021-0335 were obtained from finished goods. The returned device was readily assembled to these components with normal hand force and without any resistance. Once assembled, the metal head rotated freely in the returned centrax insert as required. The returned centrax head was also inspected using a pin gauge, ma-02538 per the drawing# pe-9008-7-040 and the device passed inspection. The device was deemed to be conforming and therefore, the reported event could not be duplicated. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event nor the root cause could not be confirmed as it was determined that the device was fully functional as per the functional tests performed. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a bha, the locking ring was not locked with the shell. A centrax (1 mm under size) was used instead.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that, during a bha, the locking ring was not locked with the shell. A centrax (1 mm under size) was used instead.